Event description:
Report of leakage from the luer activated valve site received. The set was in use infusing an unspecified hydration fluid. A chemotherapeutic agent (vp16) was being infused into the distal y-site luer activated valve through a straight gravity set. A nurse reported flow problems, followed by a leakage of the vp16 onto the nurse and pt. There were no adverse effects reported to the pt or nurse from the contact with the medication.